Event description:
Patient underwent aortic valve replacement with an edwards bioprosthesis on (B)(6) 2009. Patient sent an email to edwards on (B)(4) 2010 as follows: " I had my bicuspid aortic valve replaced with a model 3000 bovine tissue valve. It is not working correctly. I have severe regurgitation. I would appreciate knowing what % of failures this valve has." Echo report dated (B)(6) 2009 indicates mild to moderate aortic regurgitation and recommendations suggest clinical correlations. Then, patient sent another email to edwards on 05/03/2012 stating, " I am interested in finding out if there was a product recall on bovine aortic valves in 2009". Edwards called the patient, he called back stating his prosthetic valve has already been replaced. The surgeon's office provided the implant operative report of 2009, which reveals no complications during the implant procedure. The implant surgeon's office is unaware of a reoperation.

Manufacturer narrative:
Multiple phone call attempts to the patient were made, as no call back was received. The time and place (hospital, surgeon) of the reported explant by the patient are currently unknown; the implanting surgeon's office is unaware of a reoperation. Without return of device and explant operative records, no further investigation can be performed for this event. Attempts are ongoing and information will be provided if received.